Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available / not reported. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. (B)(6). The initial reporter email address is not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported during a non-acute recanalization of intracranial large vessel occlusion, angiography confirmed severe stenosis in the m1 segment of the right middle cerebral artery. After balloon dilation, stent-assisted angioplasty was performed using the 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device (enc451400 / 6216426). It was reported that the stent could not advance within the prowler select microcatheter (catalog and lot number unknown) when it arrived at the proximal end of the microcatheter. The physician attempted to adjust but was not successful. The stent and the microcatheter were withdrawn from the patient and another device was used to complete the procedure. There was no report of any patient injury or complication as a result of the reported issue. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile prowler select microcatheter was received coiled and contained in a pouch. Visual inspection was performed. The microcatheter was observed to be in normal good condition. There was no damage nor anomaly observed on the microcatheter. Functional testing was performed. The microcatheter was flushed using a lab sample syringe. A lab sample guidewire was then introduced into the microcatheter and advanced without any resistance / friction felt. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The complaint reported that during the procedure, the 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device could not advance within the prowler select microcatheter. The physician attempted to adjust but was not successful. The stent and microcatheter were withdrawn from the patient as a unit and the procedure was completed with another device. The reported issue was not confirmed through functional test performed on the returned microcatheter. Visual inspection did not note any appearance of damage nor anomaly. The device was flushed and a guidewire was introduced and advanced through without any resistance friction. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contains the following precautions: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement against resistance may result in damage to the vessel. Do not attempt to use infusion catheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. Prior to use, flush the catheter lumen with heparinized saline solution by attaching a saline filled syringe to the catheter hub. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00454 and "3008114965-2021-00454." The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a non-acute recanalization of intracranial large vessel occlusion, angiography confirmed severe stenosis in the m1 segment of the right middle cerebral artery. After balloon dilation, stent-assisted angioplasty was performed using the 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device (enc451400 / 6216426). It was reported that the stent could not advance within the microcatheter when it arrived at the proximal end of the microcatheter. The physician attempted to adjust but was not successful. The stent was withdrawn from the patient and another device was used to complete the procedure. There was no report of any patient injury or complication as a result of the reported issue. The complaint device was returned with a prowler select microcatheter (catalog and lot number unknown). Based on the follow-up response from the affiliate received on(B)(6) 2021, the microcatheter was used in the same procedure; it was used with the 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device. When the stent was impeded in the microcatheter during the procedure, the physician removed it together with the stent resulting a loss of the target position. Based on the response received, this event has been deemed MDR reportable as a ¿malfunction.¿